Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. No intervention was reported. Patient condition was stable.

Event description:
New information noted that an event of post paced t wave over-sensing persisted. No intervention was reported and there were no patient consequences.